Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's husband reported the patient's blood glucose (bg) level rose over 14 mmol/l (252 mg/dl), while wearing the pod between 4 and 24 hours. They reported being unsure if the cannula was properly inserted in the infusion site (abdomen), and an insulin bubble was observed underneath the skin. Additionally, the patient's husband reported when the pod was removed, the adhesive backing was found to be soaked in insulin indicating the pod was leaking. Treatment information was not provided.